Event description:
The tech alleged the head section was not lowering. No pt impact.

Manufacturer narrative:
The tech found the bed had a broken fluoroscopy panel interfering with the head operation. The tech did not know howe the fluoroscopy panel had gotten damaged. The tech replaced the fluoroscopy panel to resolve the issue.